Event description:
Device 2 of 2. Reference MFR report #: 1627487-2016-01652. Follow-up revealed the patient's leads were explanted and replaced on (B)(6) 2016. The issue was resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient has two leads for off-label use. Device 2 of 2. Reference MFR report #: 1627487-2016-01652. It was reported the patient stopped receiving effective stimulation due to lead migration which was confirmed via x-rays. As a result, the patient will undergo surgical intervention.